Event description:
The surgeon used an ethicon ats45 vascular load stapler device. Per his report, during the stapler firing, the handle would not open successfully and once divided, there was active arterial bleeding from the branch. Patient had a hemothorax status post (s/p) right lower lobectomy as a result.health professional's impression:failure of the stapler to fire properly and/or unsuccessful opening post firing resulting in bleeding from the arterial branch.